Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump stopped for 6 minutes on (B)(6) 2021. There was concern that the patient's wires were frayed, causing the pump stop. The log file review showed 7 pump stops and 3 low speed advisories between 2:08am-2:14am on (B)(6) 2021. Speed drops were as low as 0 rpm. The pump stops and low speeds seemed to only occur when connected to the mobile power unit. A driveline repair was performed. The splice was started approximately 3 inches away from the exit site. There were no alarms during or after the repair. The patient was discharged home with ungrounded cables.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump stopped for 6 minutes on (B)(6) 2021. There was concern that the patient's wires were frayed, causing the pump stop. The log file review showed 7 pump stops and 3 low speed advisories between 2:08am-2:14am on (B)(6) 2021. Speed drops were as low as 0 rpm. The pump stops and low speeds seemed to only occur when connected to the mobile power unit. A driveline repair was performed. The splice was started approximately 3 inches away from the exit site. There were no alarms during or after the repair. The patient was discharged home with ungrounded cables.

Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of the replaced external portion of the driveline from (B)(6) confirmed external wire damage that could have contributed to the pump stop and low speed events captured in the submitted log files. The submitted log files captured transient low speed and pump stop events (B)(6) 2021 with associated low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that the events occurred when the system was powered by a mobile power unit (mpu). A distal-end driveline replacement was performed on (B)(6) 2021 under work order (B)(4) and approximately 20¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed a breach to the insulation of the red wire adjacent to the controller connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed the breach to the insulation of the red wire adjacent to the controller connector. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the red wire contacted the metal braided shield while the system was operating on a tethered power source such as the mobile power unit or the power module, the resulting short to ground could have resulted in the pump stops and low speed events observed in the submitted log files. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.